Manufacturer narrative:
Impact damage. Upon receipt, the device could not be powered on, as per the reported fault. A visual inspection of the device identified scratch marks on the blue over-mould on the upper-case assembly. Upon disassembling the device, debris was observed loose within the device along with dents on the interiors of both the upper and lower cases. It was also observed that multiple components on the pcba were bent out of position, damaged and detached, including the coin cell. This would indicate the device had sustained an impact. The detached coin cell had resulted in the rtc errors within the history log. The user would have been alerted with ¿warning, device service required¿ prompts. Due to the extent of the damage caused to multiple critical components and circuitries of the device leading to multiple failure modes, no further investigation shall be carried out. Information from the history log showed the device performed to specification up to the (B)(6) 2016, before failing all subsequent self-tests. This would suggest that the impact had occurred after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device will not switch on with the on/off button. No patient involvement.

Event description:
Device will not switch on with the on/off button. No patient involvement.